Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of uni knee; dr (B)(6), (B)(6) hospital 11.12.2017. Patient underwent primary unicondylar knee replacement on (B)(6) 2014 (dr (B)(6), (B)(6) hospital). Patient has done well until 3 months ago when the knee became painful, especially when rolling over in bed at night. On reviewing the x-rays it was suspected that the tibial tray may be loose. On opening the joint, the tray appeared to be well fixed, with no obvious issues (wear, loose components etc). The uni knee was removed and a pfc tc3 rp implanted. Female patient initials: (B)(6), aged: (B)(6) years, dob: (B)(6)1934.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.